Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins had depleted about 5 years ago. The patient also reported that they had a return of pain in their back and hip area, a couple months prior to the report. The patient stated that it was the same pain they were implanted for and now it was back and was really bad. The patient said their healthcare professional (hcp) removed them from their oral pain meds and they were now in even more pain. The patient said they wanted to have the ins replaced but the clinic told them that a manufacturer representative (rep) would be following up with them and they had not heard from anyone. The patient stated that they could only see the hcp if they wanted to have steroid shots in their back that would be about the same place the ins was located. The patient was directed to their hcp to find out which rep was supposed to be contacting them regarding replacement of the ins. No further complications were reported/anticipated.